Event description:
It was reported that during a coronary artery drug-eluting stenting procedure, a dissection occurred. The target lesion was identified as the left main coronary artery (lmt) and left atrioventricular grove (lcx) proximal with 90% stenosis. The target lesion was calcified with moderate tortuosity. During the procedure, the lad proximal and lad middle was pre-dilated by a 2.5x20mm non boston scientific balloon catheter at 16atms. A 3.0x28mm taxus express 2 drug eluting stent was deployed at 14 atms in the lesion. A dissection occurred in the lmt-lcx proximal. Therefore, the physician attempted to implant another 3.0x28mm taxus express 2 drug eluting stent. But the stent was not able to cross to the lesion. The procedure was completed with an implant of another manufacturer's bare metal stent. The patient was listed in good condition. No additional information was reported at this time.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.